Manufacturer narrative:
Reference record (B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event remained in the patient and was not returned; a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, it was reported that during a peg-j tube replacement, the patient had an "almost' buried bumper. At the time of this report, the tube remained implanted in the patient and was not to be pulled too tight. On (B)(6) 2017, it was reported that the patient's insertion site looked well.